Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('constant pelvic pain/ worsening pain') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's concurrent conditions included local anaesthesia. On (B)(6) 2012, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), uterine haemorrhage ("abnormal uterine bleeding"), genital haemorrhage ("heavy bleeding/abnormal bleeding"), menometrorrhagia ("menometrorrhagia / irregular menses with heavy flow"), abdominal pain ("severe and constant abdominal pain"), dysmenorrhoea ("dysmenorrhea"), dyspareunia ("dyspareunia"), alopecia ("hair loss"), bacterial infection ("bacterial infection"), arthralgia ("joint pain"), fatigue ("fatigue"), headache ("headaches"), menstruation irregular ("irregular menstrual bleeding"), anaemia ("anemia"), bacterial vaginosis ("bacterial vaginosis") with vaginal discharge and vulvovaginal pruritus, pain in extremity ("right foot pain"), joint range of motion decreased ("hallux rigidus of her right foot"), back pain ("back pain which radiated into her left leg / low back pain"), nausea ("nausea"), vomiting ("vomiting"), abdominal pain lower ("lower abdominal cramping"), menorrhagia ("bleeding with clots"), migraine ("migraine"), hypersensitivity ("hypersensitivity") and autoimmune disorder ("autoimmune disorder") and was found to have uterine leiomyoma ("lower uterine segment leiomyoma"). The patient was treated with medroxyprogesterone acetate (depo-provera) and surgery (essure coil removal). Essure was removed. At the time of the report, the pelvic pain, uterine haemorrhage, genital haemorrhage, menometrorrhagia, abdominal pain, dysmenorrhoea, dyspareunia, alopecia, bacterial infection, arthralgia, fatigue, headache, menstruation irregular, anaemia, bacterial vaginosis, pain in extremity, joint range of motion decreased, back pain, nausea, vomiting, uterine leiomyoma, abdominal pain lower, menorrhagia, migraine, hypersensitivity and autoimmune disorder outcome was unknown. The reporter considered abdominal pain, abdominal pain lower, alopecia, anaemia, arthralgia, autoimmune disorder, back pain, bacterial infection, bacterial vaginosis, dysmenorrhoea, dyspareunia, fatigue, genital haemorrhage, headache, hypersensitivity, joint range of motion decreased, menometrorrhagia, menorrhagia, menstruation irregular, migraine, nausea, pain in extremity, pelvic pain, uterine haemorrhage, uterine leiomyoma and vomiting to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): ultrasound scan - on an unknown date: results: normally positioned essure coils; on an unknown date: results: small lower uterine segment leiomyoma. Diagnostic results: (B)(6) 2015: ultrasound: right ovarian 2 cm smooth-walled unilocular cyst, compatible with a functioning follicle and an unremarkable uterus. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on (B)(6) 2020: quality safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('constant pelvic pain/ worsening pain') in an adult female patient who had essure (batch no. 893029) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's concurrent conditions included local anaesthesia and nickel sensitivity. On (B)(6) 2012, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), abnormal uterine bleeding ("abnormal uterine bleeding"), genital haemorrhage ("heavy bleeding/abnormal bleeding"), menometrorrhagia ("menometrorrhagia / irregular menses with heavy flow"), abdominal pain ("severe and constant abdominal pain"), dysmenorrhoea ("dysmenorrhea"), dyspareunia ("dyspareunia"), alopecia ("hair loss"), bacterial infection ("bacterial infection"), arthralgia ("joint pain"), fatigue ("fatigue"), headache ("headaches"), menstruation irregular ("irregular menstrual bleeding"), anaemia ("anemia"), bacterial vaginosis ("bacterial vaginosis") with vaginal discharge and vulvovaginal pruritus, pain in extremity ("right foot pain"), joint range of motion decreased ("hallux rigidus of her right foot"), back pain ("back pain which radiated into her left leg / low back pain"), nausea ("nausea"), vomiting ("vomiting"), abdominal pain lower ("lower abdominal cramping"), heavy menstrual bleeding ("bleeding with clots"), migraine ("migraine"), hypersensitivity ("hypersensitivity") and autoimmune disorder ("autoimmune disorder") and was found to have uterine leiomyoma ("lower uterine segment leiomyoma"). The patient was treated with medroxyprogesterone acetate (depo-provera) and surgery (laparoscopic salpingectomy). Essure was removed on (B)(6) 2019. At the time of the report, the pelvic pain, abnormal uterine bleeding, genital haemorrhage, menometrorrhagia, abdominal pain, dysmenorrhoea, dyspareunia, alopecia, bacterial infection, arthralgia, fatigue, headache, menstruation irregular, anaemia, bacterial vaginosis, pain in extremity, joint range of motion decreased, back pain, nausea, vomiting, uterine leiomyoma, abdominal pain lower, heavy menstrual bleeding, migraine, hypersensitivity and autoimmune disorder outcome was unknown. The reporter considered abdominal pain, abdominal pain lower, abnormal uterine bleeding, alopecia, anaemia, arthralgia, autoimmune disorder, back pain, bacterial infection, bacterial vaginosis, dysmenorrhoea, dyspareunia, fatigue, genital haemorrhage, headache, heavy menstrual bleeding, hypersensitivity, joint range of motion decreased, menometrorrhagia, menstruation irregular, migraine, nausea, pain in extremity, pelvic pain, uterine leiomyoma and vomiting to be related to essure. No further causality assessment were provided for the product. The reporter commented: trailing coils: 3 and 4 . Diagnostic results (normal ranges are provided in parenthesis if available): ultrasound scan - on an unknown date: results: normally positioned essure coils; on an unknown date: results: small lower uterine segment leiomyoma. Diagnostic results: (B)(6) 2015: ultrasound: right ovarian 2 cm smooth-walled unilocular cyst, compatible with a functioning follicle and an unremarkable uterus lot number: 893029, manufacturing date: 2011-08, expiration date:2014-08. Quality-safety evaluation of ptc: no defect could be confirmed by the manufacturer. All component batches used for manufacturing of this product batch fulfilled the set specifications. Batch documentation did not reveal any deviations during the manufacturing process that could have caused the described complaint reason. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample could not be conducted, as no sample was available. Most recent follow-up information incorporated above includes: on 10-jun-2021: quality safety evaluation of product technical complaint. We received a lot number in this case. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('constant pelvic pain/ worsening pain') in an adult female patient who had essure (batch no. 893029) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's concurrent conditions included local anaesthesia and nickel sensitivity. On (B)(6) 2012, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), abnormal uterine bleeding ("abnormal uterine bleeding"), genital haemorrhage ("heavy bleeding/abnormal bleeding"), menometrorrhagia ("menometrorrhagia / irregular menses with heavy flow"), abdominal pain ("severe and constant abdominal pain"), dysmenorrhoea ("dysmenorrhea"), dyspareunia ("dyspareunia"), alopecia ("hair loss"), bacterial infection ("bacterial infection"), arthralgia ("joint pain"), fatigue ("fatigue"), headache ("headaches"), menstruation irregular ("irregular menstrual bleeding"), anaemia ("anemia"), bacterial vaginosis ("bacterial vaginosis") with vaginal discharge and vulvovaginal pruritus, pain in extremity ("right foot pain"), joint range of motion decreased ("hallux rigidus of her right foot"), back pain ("back pain which radiated into her left leg / low back pain"), nausea ("nausea"), vomiting ("vomiting"), abdominal pain lower ("lower abdominal cramping"), heavy menstrual bleeding ("bleeding with clots"), migraine ("migraine"), hypersensitivity ("hypersensitivity") and autoimmune disorder ("autoimmune disorder") and was found to have uterine leiomyoma ("lower uterine segment leiomyoma"). The patient was treated with medroxyprogesterone acetate (depo-provera) and surgery (laparoscopic salpingectomy). Essure was removed on (B)(6) 2019. At the time of the report, the pelvic pain, abnormal uterine bleeding, genital haemorrhage, menometrorrhagia, abdominal pain, dysmenorrhoea, dyspareunia, alopecia, bacterial infection, arthralgia, fatigue, headache, menstruation irregular, anaemia, bacterial vaginosis, pain in extremity, joint range of motion decreased, back pain, nausea, vomiting, uterine leiomyoma, abdominal pain lower, heavy menstrual bleeding, migraine, hypersensitivity and autoimmune disorder outcome was unknown. The reporter considered abdominal pain, abdominal pain lower, abnormal uterine bleeding, alopecia, anaemia, arthralgia, autoimmune disorder, back pain, bacterial infection, bacterial vaginosis, dysmenorrhoea, dyspareunia, fatigue, genital haemorrhage, headache, heavy menstrual bleeding, hypersensitivity, joint range of motion decreased, menometrorrhagia, menstruation irregular, migraine, nausea, pain in extremity, pelvic pain, uterine leiomyoma and vomiting to be related to essure. The reporter commented: trailing coils: 3 and 4 diagnostic results (normal ranges are provided in parenthesis if available): ultrasound scan - on an unknown date: results: normally positioned essure coils; on an unknown date: results: small lower uterine segment leiomyoma. Diagnostic results: (B)(6) 2015: ultrasound: right ovarian 2 cm smooth-walled unilocular cyst, compatible with a functioning follicle and an unremarkable uterus quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 1-jun-2021: medical record received. Lot number, reporters information, rcc and medical history were added. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('constant pelvic pain/ worsening pain') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's concurrent conditions included local anaesthesia. On (B)(6) 2012, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), uterine haemorrhage ("abnormal uterine bleeding"), genital haemorrhage ("heavy bleeding/abnormal bleeding"), menometrorrhagia ("menometrorrhagia / irregular menses with heavy flow"), abdominal pain ("severe and constant abdominal pain"), dysmenorrhoea ("dysmenorrhea"), dyspareunia ("dyspareunia"), alopecia ("hair loss"), bacterial infection ("bacterial infection"), arthralgia ("joint pain"), fatigue ("fatigue"), headache ("headaches"), menstruation irregular ("irregular menstrual bleeding"), anaemia ("anemia"), bacterial vaginosis ("bacterial vaginosis") with vaginal discharge and vulvovaginal pruritus, pain in extremity ("right foot pain"), joint range of motion decreased ("hallux rigidus of her right foot"), back pain ("back pain which radiated into her left leg / low back pain"), nausea ("nausea"), vomiting ("vomiting"), abdominal pain lower ("lower abdominal cramping"), menorrhagia ("bleeding with clots"), migraine ("migraine"), hypersensitivity ("hypersensitivity") and autoimmune disorder ("autoimmune disorder") and was found to have uterine leiomyoma ("lower uterine segment leiomyoma"). The patient was treated with medroxyprogesterone acetate (depo-provera) and surgery (essure coil removal). Essure was removed. At the time of the report, the pelvic pain, uterine haemorrhage, genital haemorrhage, menometrorrhagia, abdominal pain, dysmenorrhoea, dyspareunia, alopecia, bacterial infection, arthralgia, fatigue, headache, menstruation irregular, anaemia, bacterial vaginosis, pain in extremity, joint range of motion decreased, back pain, nausea, vomiting, uterine leiomyoma, abdominal pain lower, menorrhagia, migraine, hypersensitivity and autoimmune disorder outcome was unknown. The reporter considered abdominal pain, abdominal pain lower, alopecia, anaemia, arthralgia, autoimmune disorder, back pain, bacterial infection, bacterial vaginosis, dysmenorrhoea, dyspareunia, fatigue, genital haemorrhage, headache, hypersensitivity, joint range of motion decreased, menometrorrhagia, menorrhagia, menstruation irregular, migraine, nausea, pain in extremity, pelvic pain, uterine haemorrhage, uterine leiomyoma and vomiting to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): ultrasound scan - on an unknown date: results: normally positioned essure coils; on an unknown date: results: small lower uterine segment leiomyoma. Diagnostic results: (B)(6) 2015: ultrasound: right ovarian 2 cm smooth-walled unilocular cyst, compatible with a functioning follicle and an unremarkable uterus. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on (B)(6) 2020: pif received- new event migraine, autoimmune disorder, hypersensitivity were added. Removal details were added. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.